Manufacturer narrative:
The pod was received fully deployed. Inspection of the soft cannula found no bends or kinks. No timeouts or drive stalls were observed in the pod data. No problem was found. No damages or deficiencies were observed that could have contributed to the reported infusion site swelling. The cause of the reported infusion site swelling could not be determined.

Event description:
It was reported the patient's blood glucose levels rose to 560 mg/dl, while wearing the pod between 1 and 4 hours. When removed from the infusion site (leg), the pod's cannula was found to be bent. The site was also swollen with a mark. Not treatment information was provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.